Event description:
It was reported to a physio-control customer service representative that the customer¿s device had its service led illuminated after power on. During device evaluation, physio-control observed that the device had logged a service code into its memory and that the device would not deliver biphasic defibrillation energy. The device could only shock monophasic energy and the energy levels were lower than expected. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr30 that had shorted from legs 5 to 9. This diode, designator cr30 on the therapy pcb assembly, being shorted from legs 5 to 9, caused the negative portion of the defibrillation waveform to be missing. It also caused the device to log an event code, and prompt 'abnormal energy delivery'.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.